Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that balance tip got broke during phaco quad removal surgery. The surgery was successfully completed after replacing the product with another one. Procedure type was unknown. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened tip without a wrench, in a plastic holder, with no lot info was received. The returned sample was visually inspected and was found to be nonconforming as the tip was broken at the aspiration by pass hole with cracks in the cannula. The break was observed to be very jagged, and the part was still connected and did not full break off. The wall thickness was observed to be even. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the tip was broken. The root cause for the broken tip cannot be determined from this evaluation. The tip visual inspections do not show any manufacturing issues that would cause the broken tip. The exact root cause for the broken phacoemulsification tip is unknown; therefore, specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phacoemulsification tip exhibited on the returned opened sample, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).